Event description:
The event is reported as: alleged issue: information was received at a conference. Physician described that they used the capio device and after they had applied the suture, the capio suture needle separated from the suture. Unknown if this piece was left in patient. No additional event information will be available. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since a valid lot number was not provided. The customer complaint cannot be confirmed due to the lack of product sample; the material and lot number were not provided to perform an investigation. The manufacturer will continue to monitor and trend relating complaints.